Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including her ipg, on (B)(6) 2009. It was reported that the patient had not used her scs system in a while. She allegedly was unable to turn her stimulation up to perception. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. No further information is available at this time.